Event description:
Lodi implants failed to osseointegrate.

Manufacturer narrative:
The following information was not provided by the clinician: whether primary stability was achieved. Whether the implants were immediately loaded. Patient bone density. The amount of torque used to place the abutment and the implant. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause is unknown. The implant's lot history records were reviewed; any discrepancies or issues of non-conformance were successfully resolved prior to the release of the parts. Implant was manufactured to specifications. No further action is required.